Manufacturer narrative:
(B)(4). Visual analysis of the capio slim revealed that a rivet detached in the distal section and the carrier was partially extended due to this condition. During functional analysis, the carrier was actuated three times. It extended but did not retract completely. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous ligament colpopexy procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the capio slim failed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the carrier would not retract completely.